Manufacturer narrative:
The subject device is planned to be returned to olympus but has not been returned to olympus yet. Therefore, olympus could not investigate the subject device. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of routine microbiological testing by the user facility, the subject device tested positive for unspecified microbes. The user facility did not provide other detailed information such as the number and the type of microbes. Other detailed information such as the reprocessing method was not provided. The occurrence date of the event was unknown. There was no report of infection associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide the subject device evaluation result. The subject device was returned to olympus medical systems corp. (Omsc) for investigation. Omsc reviewed the device history record (DHR) of the subject device and confirmed no irregularity. Based upon the investigation, omsc considered that the reported phenomenon was attributed to the communication failure due to the partial disconnection of the cable by the user handling.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device was returned to olympus france s.a.s. (Ofr) for evaluation. Ofr sent the device to a third party laboratory for microbiological testing. As a result of the testing, following microbes were detected from the sample collected from the device. -distal end: brevundimonas diminuta (2 cfu/sample) -all channels: unspecified microbes (<1 cfu/sample) the testing result cleared the french guideline. The device was evaluated at ofr. As a result of the evaluation, the following was confirmed. -the insulation resistance value at the distal end was out of the standard. -the adhesive on the light guide lens and ccg lens was worn. -the adhesive of the bending section rubber was worn. At the user facility, similar events have occurred in the past. The exact cause of the reported event could not be conclusively determined. Based on the following investigation results, olympus medical systems corp. (Omsc) was unable to determine the relevance of the reported event to the device. -as a result of microbiological testing after reprocessing by the user facility, growth of enterobacteria (10 cfu/sample) was observed from the distal end. -growth of brevundimonas diminuta (2 cfu/sample) was observed from the distal end, as a result of microbiological testing performed after ofr properly reprocessed the device. -no water leaks from the device or channel glitches were found. The instruction manual states the possibility of infection by insufficient reprocessing. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.